Event description:
It was reported that during a cardiac ablation procedure. Blood pressure began to decrease. A echocardiogram was performed, and pericardial effusion and cardiac tamponade were confirmed. Pericardial drainage was performed, and after confirming that the patient¿s blood pressure had increased, a computerized tomography (CT) scan was taken. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. 2026-04-01: it was later reported that the patient was was hospitalized as a result of the event. They were later discharged and it was noted that the pericardial effusion and cardiac tamponade resolved the day after the surgery.

Manufacturer narrative:
Product ID:pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.